Manufacturer narrative:
The unit was received with a cracked end cap. The unit was unable to perform the basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, or displacement tests due to the cracked end cap. The unit was received with a missing end cap sticker, cracked casing at the display window corners, cracked casing at the battery tube threads, and minor scratches on the lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the bottom part of the customer's insulin pump was coming off. The patient's blood glucose at the time of incident is unknown; however, the blood glucose was reported as high and that the patient was treated with an 8-unit manual insulin injection. The caller did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.